Event description:
At 8/a on 1/28, the pt tested her blood glucose on her one touch basic meter with a result of 102 mg/dl. She consumed breakfast and took her usual dose of 38u 70/30 insulin. Because she did not "look well" and was "numb" she was transported privately to the hospital where the ER meter (accucheck) result was "over 400." The pt was treated in the ER with "something to bring it (blood glucose) down" and admitted to the hospital with a diagnosis of "possible mini stroke." She was subsequently released 3 days later. The MFR has received the meter and performed preliminary testing which indicates an out of calibration (low) condition due to the presence of dried blood and dirt on the meter optics. It was reported that the meter was cleaned with alcohol rather than the recommended water and that quality control tests designed to detect this type of condition are not performed.

Manufacturer narrative:
Co has completed the investigation of the MDR incident and after testing the device, has not been able to verify a device malfunction. The meter read outside of its labeled calibration range upon receipt at lifescan. The meter had not been properly cleaned, there was dirt and scratches present on the optics window. After the meter optics window was cleaned, the meter read within calibration range and reported blood glucose results in accordance with our performance specs. Co concludes that the alleged inaccurate test results were due to the user's failure to properly clean and maintain the meter and failure to perform daily calibration checks which are intended to detect this type of condition, as instructed in the product labeling. At this point co's investigation of this matter is closed.